Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set came out while the patient was sleeping on her left side. Upon investigation of the returned used device, it was found that the tubing was detached from the tubing connector. No further information was available.